Event description:
The patient's electrode has reportedly migrated. Revision surgery will be scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another cochlear device.